Manufacturer narrative:
Patient information refused by the site. No parts have been received by the manufacturer for evaluation. Manufacture date not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a spinal fusion procedure that the shock plate of the ratcheting handle broke off. There was no delay to the procedure. There was no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the procedure was completed with an alternate ratchet handle.